Event description:
We received a report from our office in (B)(4) concerning a male patient who experienced ocular redness, viral conjunctivitis, viral keratitis and a corneal abrasion while including complete multipurpose solution in his lens care regimen. The report was made by an employee of an optical store. The patient reported that he had experienced ocular redness on several occasions but on (B)(6) 2013, it was severe. He went to the optical store and a staff member accompanied him to a doctor's office. A formal diagnosis was not provided but the staff person reported the patient had (viral) conjunctivitis, viral keratitis and a mild corneal abrasion. The doctor stated per the reporter that the abrasion could be due to the contact lenses or the contact lens solution. The patient was prescribed ofloxacin and odkin (deproteinized calf blood serum 5g/50%) to promote cell regeneration. The reporter indicated that the patient's symptoms resolved in less than one week.

Manufacturer narrative:
Unconfirmed potential serious injury is noted because a written diagnosis was not provided and it is unknown if treatment was required to preclude permanent injury. The patient declined to return the device in its original container. He provided a sample in a bottle. That returned sample was not evaluated. A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. Microbiology evaluation of retained unit from the reported lot showed the solution to be sterile. All pertinent information available to the manufacturer has been submitted.